Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the verse x25 inserter/tightener (part# 299704230, lot# gm5597105 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the tip of the inserter has stripped. No other issues were found with the device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post-manufacturing damage. Document/specification review: the relevant drawing(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the verse x25 inserter/tightener (part# 299704230, lot# gm5597105 qty# 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597105 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 01 dec 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a scoliosis surgery, during final tightening all three instruments stripped and could not be used further. Surgery was completed successfully. No fragments were created or remained in the body. No adverse patient harm reported. No surgical delay reported. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 3 for (B)(4).